Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file: (B)(4) was submitted for review with events spanning approximately 8 days (on (B)(6) 2021 per timestamp). Intermittent low voltage advisory alarms coincident with power cable disconnect alarms were active throughout the log file. There were no other notable alarms active in the log file. While reviewing the log file it was found that the system controller was running software version 1.2.0. By design this version of the controller software records a low voltage advisory alarm every time the controller detects a power cable is disconnected from power. This system of alarming has been resolved in current software version updates. The root cause of the low voltage alarms appears to be due to an older software version; however, the cause for the software version not being updated was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Per the DHR review this controller was shipped with the implanted pump and has been in use since on (B)(6) 2016. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Per the IFU (rev. C) section b entitled "technical specifications" the product lifetime of the system controller is 3 years from the date of first use. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple daily low voltage notifications that did not generate corresponding audible alarms. Log file review noted that the patient is using an older version of controller software that causes a low voltage advisory to occur every time the controller detects a power cable being disconnected. It was also noted that low voltage advisories were also occurring intermittently on battery power. It was recommended to replace the patient's battery clips as the first step of troubleshooting. It was also recommended to consider upgrading to a current revision of controller software. The battery clips were not replaced. The patient did not communicate any new alarms or low voltage issues as of (B)(6) 2021. The plan was to monitor the patient and to perform a controller software upgrade in august.